Manufacturer narrative:
It was was reported that auralis pump had a burnt cable and blackened plug. This problem was observed at arjo service center, there was no customer allegation during pick-up. There was no injury claimed. Repair technician found loose screws inside the pump near the printed circuit board assembly (pcba). In the course of the investigation, it was found that it is unlikely that the loose screw located inside the pump caused the damage to the power cord near the plug that goes to the power socket. If loose screws were to cause a short circuit, the damage would be noticed near the short point (pcba board), not on the power cable. The evaluation showed that there was no sign of damage to the pcba or near the pcba. It is unknown why and how the power cord was damaged. To sum up, arjo device failed to meet its performance specification since the power cable and plug allegedly had signs of burning marks. There was no indication that the device was used by a patient when this malfunction occurred. This complaint was assessed as reportable due to allegation of damaged cable and plug. There was no injury.

Event description:
It was was reported that auralis pump had a burnt cable and blackened plug. This problem was observed at arjo service center, there was no customer allegation during pick-up. There was no injury claimed. Repair technician found loose screws inside the pump near the printed circuit board assembly (pcba).

Event description:
Following the informataion gathered the malfunction of auralis alternating pressure system occurred. Pump had a burnt cable and a blackened plug. The problem was found in arjo service center, there was no customer allegation during pick-up. There was no injury claimed. During bed¿s evaluation the repair technician found a loose screw in the pump.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.